Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to this issue. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer specific questions regarding this. Technical support provided instructions for resetting the pump, and the malfunction code did not recur after this procedure. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged and understood these instructions.